Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 24-oct-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). The device was not returned.

Event description:
Fill volume: unknown, flow rate: unknown, procedure: shoulder surgery, cathplace: interscalene block. It was reported that the fast flow event occurred. The device infused the within 24-hours. According to the anesthesiologist, the nurse didn't use the pump correctly and refilled it. The patient experiences paralysis due to the infusion. No additional information was provided.